Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device revision procedure all lead measurements appeared normal. When connection this right ventricular lead (rv) to the new device out of range shock impedance measurements were noted. The shock impedance measurements were tested though all vectors and all showed out of range shock impedance measurements. This lead was connected to the old device and out of range shock impedance measurements were still seen. It was noted that no lead damage was confirmed under fluoroscopy. The physician elected to surgically abandoned this rv lead and implanted a new lead. All parameters appeared normal when connection the new lead to the new device. The surgically abandoned lead will not be returned. No adverse patient effects were reported.